Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2026, it was reported that the patient was receiving unspecified high cgm values. No bg meter comparison value was taken. The patient was wearing an omnipod insulin pump. The patient was asymptomatic at this time. The patient¿s cgm value continued providing unspecified high values. At an unspecified time later, the patient felt dizzy, sweaty and had slurred speech. The patient¿s bg meter reading was 26 mg/dl while the cgm was reading 254 gm/dl. The patient¿s wife treated him with orange juice and a glucagon injection. After 10 minutes, the patient felt better and his bg meter reading was 84 mg/dl. The patient then drank a bottle of orange juice. The patient also removed his sensor. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the e zone of the parkes error grid. When the patient felt better, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the e zone of the parkes error grid. No additional patient or event information is available.